Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer does not start up. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer does not start up, there was also a long boot sequence, then it displayed an error. As a result the hard drive was reconfigured and current software was reloaded.